Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to specify the date when the alleged meter issue began. On an unspecified date, the patient claimed she tested her blood glucose on the subject meter and obtained results of "187 and 167 mg/dl," performed within 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. The cca documented that the patient does not take oral medication or insulin injections to manage her diabetes. The patient claimed that one day prior to contacting lfs, she had more food and drink. On an unspecified date and time, the patient claimed that she developed "perspiration and weakness." The patient stated that she did not test her blood glucose on any meter. The patient reportedly treated herself by having more food/drink. During the troubleshooting session, the cca documented that the patient was using the same approved sample site for obtaining the reported blood glucose results. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. However, there is no evidence that the alleged meter performed improperly since it passed lifescan's criteria for meter precision.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.